Manufacturer narrative:
(B)(6).  The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a 5f 65cm 8sh pigtail supertorque diagnostic catheter broke inside the patient's vein. The device was returned in three pieces.  Additional details have been requested.

Manufacturer narrative:
It was reported that a 5f 65cm 8sh pigtail supertorque diagnostic catheter broke inside the patient's vein. The device was returned in three pieces. The device separated between the 1cm markings, at the shaft just outside the hemostatic valve but not inside the patient. The separated segment was retrieved through a 5f introducer without the guidewire. The device was used as the imaging catheter in aaa endograft procedure. There was relative/moderate elongation, moderate angulation and no calcification in the iliac arteries. There was no stenosis. There was no resistance met while advancing the device. Excessive torquing was not required and no resistance was met while advancing the device over the guidewire. There was some resistance met while withdrawing the device. The current status of the patient was reported as ¿everything as expected.¿ procedural films are not available.  A non-sterile diagnostic cath mb 5f pig 65cm 8sh was received for analysis inside a plastic bag. Per visual analysis, the catheter body was received separated in three parts. The separations were observed at 8.5 cm and 24 cm from the catheter distal section. Dimensional analysis was performed. The catheter od/ID was measured near the separated areas and results were found within specification. Functional analysis could not be performed due to the condition in which the product was received. The catheter was inspected under the vision system and elongations were observed on the separation areas. Sem analysis was required to determine the root cause of the separations of the catheter body. Results showed that both separated sections of the catheter body presented evidence of elongations and plastic deformations. These characteristics presented evidence of an application of a tension force that induced the separation. No other issues were noted during the sem analysis.  The event reported by the customer as ¿catheter (body/shaft) - separated - in-patient¿ was confirmed due to condition in which the product was received. The exact cause of the reported event could not be conclusively determined. However, procedural factors may have contributed to the reported event as evident by elongations and plastic deformations which could be attributed to tension forces. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Neither the device history record review nor the product analysis suggests that the event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.